Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a right femoral artery diagnostic procedure using a 5f sheath. Reportedly, when attempting to remove the device from the patient anatomy after the foot was retracted with the lever, the device became stuck and could not be removed. It seemed as though the foot of the device had not retracted completely. The lever was opened and closed and the device could still not be removed. The patient was transferred to the operating room. Cut down surgery was going to be performed to remove the device; however, once the patient was put under anesthesia, the device was manipulated and was able to be removed without surgery. As the patient was already under anesthesia the coronary bypass graft surgery that was initially scheduled for the following day was performed. The method of achieving hemostasis was not reported. There was no tissue or vessel damage noted due to the issues with the proglide. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the difficulties could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.d9: correction of "device available for evaluation" from yes to no. H3: correction: device not returned.